Event description:
A customer was contacted by beckman coulter, inc. (Bec) on (B)(4) 2011 regarding performance of access accutni assay, and indicated that there was an occurrence of reproducible false positive troponin (accutni) result generated by access 2 immunoassay system. The result was reported out of the laboratory and questioned by the physician due to discordance with other clinical findings. The customer did not provide specific patient results. The customer did not report any effects to the patient attributed or connected to this event.

Manufacturer narrative:
Sample collection and the specific event qc information was not provided. The instrument was currently performing within the qc specifications upon contact with the customer. The laboratory has an accutni patient sample repeat analysis procedure, but details of repeat protocol criteria were not supplied. Service was not dispatched for this event. A root cause for this event was not determined.